Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reye22223 showed no other similar product complaints from this lot number.

Event description:
On (B)(6) 2014- the feedback was that they would confirm with ultrasound that the tip of the needle was in the center of the vessel, then they would deploy the guidewire without any issues or resistance, but then they would attempt to deploy the catheter and it would not advance properly and get all curled up.